Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would time out too soon. Additionally, the customer was unable to interact with the number two on the touch screen due to it becoming unresponsive. There was no adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support the pump was functioning as expected.